Manufacturer narrative:
(B)(4). Additional information: the er420 device was received in good visual condition. A bag with one malformed clip was returned along with the instrument. In an attempt to replicate the reported incident the device was functionally evaluated. The instrument was cycled and ten conforming clips were fed and formed and seven clips were ejected; the device locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the devices were fired but clips would not close. This happened on first firing on both the first and second device. The case was completed with a third device of the same product code that worked as intended. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).